Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented with a pocket infection and the system was replaced. Cultures collected from the pocket were negative for any bacterial growth. An allergic reaction was suspected.